Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had two compact leads inserted the day of the report for a stimulation trial. The health care provider (hcp) was unable to advance the leads higher than t12 and after a ¿few¿ attempts to advance to t11 he stopped and left the leads at t12. In the post anesthesia care unit (pacu), before the stimulation was turned on, the patient complained of severe pain in her right leg from her knee to her foot. The pain was more severe than prior to the procedure. The stimulation was programmed and the appropriate areas were covered. However, the patient¿s pain seemed to be increasing despite the pain medication. The hcp was notified and the patient was discharged home. Later that afternoon, the patient¿s daughter called to say that the patient¿s pain was worse and she also had numbness and tingling in her right lower leg. The daughter called again that evening and stated that the hcp thought he had irritated a nerve during the procedure. The hcp ordered steroids and anti-inflammatory medication for the patient. The stimulation was to be left off until this new pain improved. The following day the daughter reported that the pain had improved, but remained worse than prior to the procedure. The stimulation continued to stay off. About three weeks later it was reported that the patient met for reprogramming during the trial and was able to get stimulation from knees to feet. However, the patient did not receive enough chronic pain relief during the trial to move forward with the permanent implant. The trial leads were pulled at the end of the trial.